Event description:
The patient had a 3x13mm, 3.5x18mm, and 3.5x13mm - implanted to a 55mm de novo lesion in a moderately calcified and tortuous rca with diffuse disease and 90% focal stenosis preprocedure. The site was predilated but not post dilated. Postprocedure, the patient was heparinized and prescribed aspirin and plavix. Forty-nine days later, the patient experienced angina and angiography showed a possible migration and stent fracture in the rca stents. The patient is currently stable.